Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was able to confirm the issue - a low tidal volume on the unit was being 250 while set at 400. Vyaire field service representative (fsr) evaluated the device on-site, and the o-rings and the receptacle were replaced to resolve the issue. Unit is now functioning properly within specification tests.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text: device was not returned yet.

Event description:
It was reported to vyaire medical that a low tidal volume on the vela ventilator was being 250 while set at 400 prior to patient use.